Event description:
It was indicated that patient ¿ins¿ was turning off on its own. It was indicated while on the phone on the day of this call it happened 4 times. It was indicated that it had been happening on and off in the past. It was reported that no error messages was noted. It was indicated that she was trying to adjust the program and turn stim up and screen would change to poor communication screen. It was stated that they tried reprogramming and was not working. It was indicated it would not do telemetry with antenna. Appears to have occurred through product use. No patient harm reported. Analysis result: c200 revealed complaint unverified.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va013qd, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).